Manufacturer narrative:
(B)(4). Additional information: device was manufactured on august 27, 2014 - august 28, 2014. The device was received for evaluation. A visual inspection was performed and there were no signs of fluid inside the housing of the device. Functional testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked fluid into the device's housing. This was observed after being filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.